Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 300 mg/dl at the time of the incident and other blood glucose value was 272 mg/dl. Customer reported that the tubing had air bubbles. Approximate size of air bubbles was big bubbles, smaller than that of the size of head of matchstick. Customer already changed reservoir and tubing. The reservoir will not be returned for analysis.